Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not holding the charge and only operated on alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not holding the charge and only operated on alternating current (ac) power. The customer also noted that the battery was due for replacement. The remote service engineer (rse) provided the customer with the part number and price of the replacement battery for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, after further investigation, the biomedical technician confirmed that the device did not appear to have a battery issue as the device was charging and operating on battery power. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.